Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification and no blank display was noted. The insulin pump passed the self test, reset error test, rewind, and displacement test. However, the insulin pump was unable to prime during the prime test and alarmed for a motor error during the basic occlusion test due to a faulty force sensor resistor. The functional testing could not be completed due the prime anomaly. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Event description:
The customer's spouse reported via telephone call that the insulin pump had a blank display. The blood glucose reading was 410 mg/dl. It was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.